Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product, and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: underweight, missing shell (0-25%), red particles in the shell and broken shell. Visual and microscopic analysis was performed which identified: sharp broken on posterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening, and a missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.